Manufacturer narrative:
Allegedly, the wheels located under the head section of the bed were not in contact with the floor. The bed was resting on the power drive wheels and the wheels located under the foot section causing that the bed was unstable and easily moved laterally when the caster brakes were locked. No device failure was detected. According to the citadel plus instruction for use (IFU 831.374) the bed with power drive weights 360kg. Additionally, the mattress and the bariatric patient were placed on the bed. Thus, it is not easy to lift such a bed. Moreover, the parent ID of this investigation is the only complaint with such a scenario. However, based on the consultation with engineer, the possible root cause of the reported event was proposed. When the bed is lowered and encounters an obstacle, such as a windowsill or cabinet, it will suspend on it. Due to that, the wheels located on the side of the bed where the obstacle is placed will lose contact with the ground. The power drive wheel possesses gas spring that presses the wheel to the ground. When one end of the bed is raised the power drive wheel stays in contact with the ground as it was reported by the customer. However, the proposed scenario was not confirmed. The IFU contains all crucial information and warnings which should be followed to ensure patient's safety: "caregiver should always aid patient in exiting the bed", when transferring the patient from the bed "level patient surface", casters and power drive wheels should be checked visually weekly. If the results of the test is unsatisfactory, arjo or arjo-approved service agent should be contacted. The arjo device was not meeting its performance specification as the patient fell from the bed. The citadel plus bed was used for the patient's treatment at the time of the event. The complaint was decided to be reportable due to the allegation of the patient fall from the bed.

Event description:
Arjo became aware of the event involving the citadel plus bed frame. Allegedly, the wheels located under the head section of the bed were not in contact with the floor. The bed was resting on the power drive wheels and the wheels located under the foot section causing that the bed was unstable and easily moved laterally when the caster brakes were locked. When the patient was transferred from one bed to another the bed tilted towards the backrest section of the bed and the patient fell off the bed and hit his head. The patient sustained subdural hematoma (serious head injury).

Manufacturer narrative:
The investigation is ongoing. Conclusions will be provided in the final report.

Manufacturer narrative:
No issue was found during quality control check after the bed was picked up. The investigation is ongoing. Conclusions will be provided in the final report.